Event description:
It was reported that during a supply change the user was unable to attach and lock the connector, requiring guidance to end the change, replace the connector, and correctly complete the process after initially attaching tubing before the fill tubing step without performing a press and hold; the new connector locked properly, the supply change was completed, and insulin delivery resumed. Symptoms included no adverse clinical effects. Outcomes included no medical intervention or hospitalization. Technical support provided troubleshooting, review and user guidance on proper setup steps. Investigation of this case revealed user handling and procedural error related to connector attachment and sequence of tubing and fill steps, with no confirmed device malfunction of the replacement connector. It was concluded, based on previously established findings for similar reports, that the cause was user error.